Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance with hypoglycemia and loss of consciousness on (B)(6) 2026. The patient reported they had given themselves a bolus for carbs and glucose the previous evening but does not remember the bolus amount given. The patient went to sleep and was later told that paramedics found them in bed unconscious the following evening. The patient's blood glucose levels were less than 54mg/dl while wearing the pod on the abdomen for an unknown duration. Symptoms reported include unconscious related to hypoglycemia. The patient does not remember their diagnosis. The patient reports they were on a ventilator but does not know exact treatment given other than they brought up their glucose levels. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.